Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a vena cava filter placement procedure, the filter was allegedly detached in the introducer sheath and remained in the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiration date: 03/2025), g3 . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during preparation of a vena cava filter placement procedure, the filter was allegedly detached in the introducer sheath and remained in the sheath. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
Our firm received an FDA email correspondence on 06-aug-2024 from MDR data systems team, rebekah sykes, indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. Additionally, one denali femoral delivery system kit was returned (h3:d9). The touhy-borst adapter and the filter storage tube were received loaded to the pusher catheter. The filter was noted to be within the proximal end of the introducer sheath. An attempt was made to deploy the filter from the introducer sheath segment using an in-house mandrel and was successful. Filter limbs were present and uncrossed. Therefore, the investigation is confirmed for the reported device dislodged as the device was received with the filter within the proximal end of the introducer sheath. A definitive root cause for the reported device dislodged could not be determined based upon the provided information. It is unknown whether procedural issues contributed to the reported event. D2: medical device type-dtk. D4: medical device expiration date- 03/31/2025. D4: UDI-(B)(4). G4: k240257, k160866, k143208, k130366.

Event description:
It was reported that during preparation of a vena cava filter placement procedure, the filter allegedly detached in the introducer. There was no patient contact.